Event description:
It was reported that this lead was explanted due to oversensing artifacts approx. 60 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 13 cm distal to the df4 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Further damage such as a stretched and bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.